Manufacturer narrative:
The event of ipg explant/replacement due to ipg not holding a charge was reported to abbott. Ipg required more frequent charging. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg would not hold a charge. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced.